Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: implantable neurostimulator; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the lead migration was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported ins was removed because it "malfunctioned". The patient reported that it "stopped working". Patient stated they tried to get it working but nothing worked so it was removed. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead product ID 97715 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type implantable neurostimulator product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the device was not malfunctioning. It was interrogated and impedances were checked on feb13th and all were working properly. It was reported that the device was explanted because the cervical lead migrated and it was no longer covering the painful area. The surgeon wanted to let the patient heal before the repositioning of the new leads. The explant occurred on february 13th. The hospital disposed of the device. The patient weighed 125 pounds at the time of the event. No further complications were reported/anticipated.